Manufacturer narrative:
(B)(4). The device was not identified or returned to (B)(6) for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump powered off without user input during an infusion to a (B)(6) day old (B)(6) with a diagnosis of rds in the (B)(6) intensive-care unit. The patient was receiving an infusion of hal at a rate of (B)(6) ml/hr and was scheduled to have (B)(4) blood glucose testing when the blood sugar was found to be critically low. The nurse then started troubleshooting the IV line and it was found that the pump had shut off. The pump was plugged in and no alarms sounded and no displays were on the screen. The pump was found to have powered off approximately 4 hours before the nurse noticed the pump was off. It was also reported there was no patient injury. All the information regarding the patient and event reported to (B)(6) by the customer has been reflected in this report.